Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable causes are some kind of stress that led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the bronchovideoscope had coating peeling by more than 1 millimeter squared on the connecting tube and the light guide lens had a burn. There were no reports of patient involvement.